Manufacturer narrative:
Missing device manufacture date. No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that during the case, they were doing an initial navigation spin. Once it was complete it did not have a navigation tag although the navigation system was connected, and both arrays were visible. (Green status on status on the navigation system). User disconnected the cable from the navigation system and reconnected to get it off "patient being scanned" status. They re-spun and let the doors stay closed longer until the mobile view station (mvs) showed all images. Issue occurred intra/peri-operatively with less than one hour delay to surgical time. There was no reported impact to patient outcome.

Manufacturer narrative:
It was determined there was an accidental radiation occurrence due to image transfer/nav system communication. No defect in an electronic product or failure to comply per 21 cfr 1003 was discovered. The investigation concluded the issue was suspected to be use error or workflow technique. This issue is not a systemic issue as it was resolved by reconnecting the cable to the navigation system, retaking the image and keeping the door closed until the image is fully transferred. If information is provided in the future, a supplemental report will be issued.